Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of stored electrograms revealed that the patient received inappropriate therapy for atrial flutter with rapid ventricular response (rvr) that was detected as ventricular tachycardia (vt). The patient received medication changes. The patient is a participant in a clinical study. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Event description:
Approximately fifteen months later, the ICD was explanted and replaced due to the battery reaching normal elective replacement indicator (eri).

Manufacturer narrative:
Corrected: b2 and h6 additional codes (imf) product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.